Event description:
The customer stated that insulin leaked from the reservoir, causing high blood glucose levels. The customer stated that he changed the infusion set and the blood glucose levels went back to normal. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.